Manufacturer narrative:
H4: the lot was manufactured between june 24, 2022 and june 25, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed distal luer lock post broken in two pieces. The reported condition was verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate flow restrictor detached from the line when a nurse removed the device from the over pouch. The device was filled with ceftazidime (aft) 3000mg in sodium chloride 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) e1: initial reporter postal code: (B)(6) should additional relevant information become available, a supplemental report will be submitted.